Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged 14 false positive results occurred at same time throughout drawer b. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was needed to dispatch to retrieve the logfiles and to identify the problem. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged 14 false positive results occurred at same time throughout drawer b. There was no report of patient impact.